Event description:
It was reported that fluid leaked from the connection between the male luer connector of another mnufacturer's intravenous administration extension tubing set and the female connector of the device, after 20 hours service for intravenous fluid adminstration to a pediatric patient. No patient sequelae were reported.

Manufacturer narrative:
H3: device evaluation begun, but not yet completed.